Event description:
It was reported during a laparoscopic nissen fundoplication the lcs16 devices did not coagulate or cut as fast or effectively as usual. The case was completed using another lcs16. There was no consequence to the pt.

Manufacturer narrative:
Based on the info received and visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The device was received in good condition. The device was tested and was found to be functional. There were no anomalies noted with the functionality of the device.